Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer found out that there was no sensor and he had short sensor. Customer reported that the sensor not working and they had already lost four sensor. No harm requiring medical intervention was reported. Sensor will not be returned for analysis.